Event description:
Olympus medical systems corp. (Omsc) obtained the information that the subject device had been used without reprocessing at the unspecified user facility. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc could not review the manufacturing history (DHR) of the subject device because the lot number of the subject device was unknown. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the reported information, omsc considered that the reported phenomenon was attributed to the user's inappropriate reprocessing. If additional information is received, this report will be supplemented.